Manufacturer narrative:
Part number# (B)(4) is not distributed in the united states; however, is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a cuff leak immediately following intubation of the tube. The...